Manufacturer narrative:
This report is for an unknown k-wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure of the patella on an unknown date, a 1.1 mm k-wire broke intraoperatively. The broken piece was successfully removed and no fragments remained on the patient. It is unknown if there was a surgical delay. Patient status and surgical outcomes were unknown. This is report 1 of 1 for (B)(4). This report is for an unknown compression k-wire.